Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown dose/concentration via intrathecal infusion pump for intractable spasticity. It was reported that the critical alarm could be heard for ¿4 days now¿ from the patient¿s pump. It was reported that the patient tried to reach their doctor but were told that the doctor was out of the office until monday (2020-apr-27). It was reviewed that the critical alarm meant that the patient wasn¿t getting medications. It was reported that the patient felt shaky and fatigued. The patient stated that they have baclofen in their pump and that they also take 60 mg oral baclofen. It was reviewed that the patient should consider going to the ER where they could help with the patient¿s symptoms. The importance of the patient trying to reach their doctor was reviewed. The patient stated that their last refill was in january and the next refill was june 2020. No further complications were reported. Additional information was received from the healthcare professional (hcp). It was reported that the patient's weight was unable to be assessed because they were in an electric wheelchair. It was reported that the cause of the critical alarm was low volume. There was 1cc of medication upon refill on the day of this report. The cause of the patient's symptoms was not reported the hcp office. The event resolved with refilling the pump on (B)(6) 2020. The pump was reprogrammed. It was reported that the next refill date is (B)(6) 2020. Additional information was received from the healthcare professional (hcp). The cause of the low reservoir alarm was due to rescheduling issues, there was 0.5 ml remaining. The pump was refilled without problems.